Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture per mammography but implants were intact upon removal. On 04/23/2019, the product investigation was completed. Device investigation summary: device evaluation and investigation findings: upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered creases on both views of the device. No other anomalies were discovered. Potential cause: not applicable. Conclusion statement: according to the information received, it was reported silicone implants ruptured per mammography. After explantation was noticed the implants were intact. Mentor product analysis lab discovered creases on both views of the device. No other anomalies were discovered. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation revision with two 190cc mentor memorygel breast implants, was initially diagnosed with bilateral rupture per mammography, however, upon bilateral explantation on (B)(6) 2018, it was discovered that both the implants were intact. This medwatch form is for the right breast prosthesis. This report contains supplemental information for mentor psr reference number (B)(4).